Event description:
It was reported that during the repair of the left meniscus, after the fast fix 360 t1 was implanted, t2 was deployed simultaneously. T1 and t2 were removed from the patient by suction. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. Patient status is good.

Manufacturer narrative:
H10: h2: additional information h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle and missing its tip but attached to the suture. The t2 and suture were returned on the needle. The actuator is stuck at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: h2: corrected information in b5, h6: health effect - clinical code and impact code.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the repair of the left meniscus, after the fast fix 360 t1 was implanted, t2 was deployed simultaneously. T1 was left secured in the patient and t2 was removed from the patient by suction. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. Patient status is good.